Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (resetting) was investigated. As received, the charger would not charge a test battery pack. Upon evaluation, the u13 component was shorted on the bedside board. The cause of the inability to charge the battery packs is the shorted component. The root cause of the shorted component cannot be positively identified. No adverse event resulted from the defective charger.

Event description:
A us distributor returned a charger indicating that it was resetting.